Event description:
It was reported that during the implant procedure, this right ventricular lead experienced perforation and pericardial effusion was observed. The issue was resolved and this lead remained implanted. At the next day, this lead exhibited low amplitude and low within range shock and pacing impedance measurements on the right ventricular channel. It was decided to continue monitoring the patient. The patient continued to be hospitalized and was able to completely recover. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.